Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a farawave was selected for use. When the physician was working on the right sided veins noticed that the wire became stuck and the catheter and could not be advanced or retracted. The device was removed from the patient and replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.